Manufacturer narrative:
Concomitant products: product ID: 37761, product type: recharger.

Event description:
Information was received from a manufacturer representative and healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the recharger was not charging. The "silver tip that plugs into the recharger" was bent. The connections were thought to be broken and the patient couldn't charge her ins. It didn't look like the recharger portion was damaged but, referencing the power source, it was reported ¿the thing got like bent or squished or something¿. The patient's device was in discharge for two days, the stimulation stopped and the patient last felt stimulation two days ago. There was unsatisfactory pain control secondary to the ins recharger not working. Troubleshooting was also performed with the patient programmer. The event was related to the device or therapy, specifically the recharge process as the patient was non-complaint and forgot how to recharge. The patient was given a new power cord/connector to charge the ins. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.